Manufacturer narrative:
H11: livanova deutschland manufactures the s5 console. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and in order to solve the issue motor control board (hms) was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 console gave an alarm/error message during procedure. There was no patient injury.

Manufacturer narrative:
H11: based on technical intervention, the root cause of the failure is traced back to the motor control board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impacts (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
See initial report.

Manufacturer narrative:
According to follow up, the displayed error was a motor control failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.